Event description:
It was reported that the maryland bipolar forceps (mbf) conductor wire was broken. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during central processing. The black cable was fully broken in half. It was unknown if there was loss of cautery.

Manufacturer narrative:
The maryland bipolar forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Manufacturer narrative:
The maryland bipolar forceps instrument was analyzed and found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley. Visual inspection found no exposed wire. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.